Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device - 6 months, 6 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was diagnosed with infection on (B)(6) 2017. A driveline exit site exuded moderate amount of serosanguineous drainage. The driveline site wound culture was found to be (B)(6) for methicillin resistant (B)(6). Ultrasound on (B)(6) 2017 showed fluid around the driveline measuring approximately 4 cm in length and 5 mm in thickness. The patient was started on oral doxycycline. No further information was provided.

Manufacturer narrative:
A specific cause of the reported infection could not be determined through this investigation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.